Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed, please check alerts before proceeding¿ messages during tubing fill around 8 units despite multiple attempts and a restart, consistent with a device alarm and suspected consecutive stalled motor malfunction of the insulin delivery system. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included transition to backup therapy and shipment of a replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.